Manufacturer narrative:
Correction needed to be made updating annex a code to defective component and updating short description to damaged deformed product.

Event description:
Correction it was reported that bd maxzero multi fuse extension set with needleless connector was damaged. When attempting to place the t-port onto the IV catheter, the clear rotating piece that attaches the two together, is coming completely off of the t-port. The piece is no longer attached to the port in any way and cannot be used.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi fuse extension set with needleless connector was separated. The following information was received by the initial reporter with the following : when attempting to place the t-port onto the IV catheter, the clear rotating piece that attaches the two together, is coming completely off of the t-port. The piece is no longer attached to the port in any way and cannot be used.

Manufacturer narrative:
The customer reported the luer collars were falling off, and returned 5 used samples of material mzxt9001, lot 24039349. The sets were visually examined, and the complaint was verified, the collars had separated from the sets. The luer collar had no perceivable defect, and did stay on the luers. However, the collars were also able to be removed under normal pressure. The sample were sent to the plant for further follow-up. The manufacturing plant found the luer collar issue to be unrelated to the manufacturing process. The quality team followed up with the clinical team on the matter, and the regional sales team will work on education to customer. The root cause is a potential user issue. The only reported issue of the luer collar with mzxt5307 or mzxt9001 is with the same customer, no other customers are experiencing the issue in the past year. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.